Event description:
During a procedure, four endo gia staplers failed to fire correctly. After the stapler deployed, a vessel piece was left over. This happened with four different staplers. A field representative came into the room and spoke with the surgeon. The field representative then wrote a field technical report to the manufacturer to make them aware.